Manufacturer narrative:
This report is submitted on june 14, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced persistent skin issues and pain at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abument was removed and a magnet was placed on the internal fixture.